Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked from an unspecified location during patient infusion. After replacement, cracks were found in an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two (2) retained samples were evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. An underwater leak, and air passage testing were performed; no leaks were identified, and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.